Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension vista 500 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same date on an alternate non-siemens system at an alternate facility. A lower result, considered correct, was obtained. No corrected report was issued at the original facility. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
Additional information (13-nov-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Hsc requested the customer send siemens the patient sample for internal investigation, but no patient sample was returned. The event is consistent with a patient specific interferent affecting troponin I determinations, however this cannot be confirmed with the available data. No product non-conformance was identified with the high-sensitivity troponin I (tnih) assay or dimension vista 500 system. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00143 was filed on 03-jun-2022.